Event description:
It was reported that the customer alleged that the bolus calculation recommended by the pump was inaccurate. Blood glucose level was 400 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.